Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor and distal plug were not returned. The proximal anchor was returned on the insertion device. No deficiencies in the anchor or the insertion device. A functional evaluation showed both deployment knobs worked as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h2: additional information on b5.

Event description:
It was reported that during a shoulder arthroscopy with supraspinous suture, in the step of entering the suture through the distal tip of the healicoil anchor, it was noticed that even before the thread was passed through the hole, the distal tip of the implant has been released from the implant's introducer, without being forced or stretched, as if it was no longer securely attached to the distal metal part of the introducer. The procedure was completed with a delay greater than 30 minutes using a s+n back up device. No further complications were reported.

Event description:
It was reported that during a procedure, in the step of entering the suture through the distal tip of the healicoil anchor, it was noticed that even before the thread was passed through the hole, the distal tip of the implant has been released from the implant's introducer, without being forced or stretched, as if it was no longer securely attached to the distal metal part of the introducer. The procedure was completed with a delay greater than 30 minutes using a s+n back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).